Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis, and elevated blood metal ions.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the r3 liner, hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner / shell / head / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell. Similar complaints have been identified for the r3 liner, hemi head & modular sleeve and will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported elevated metal ions may be consistent with findings associated with metal debris. However, based on the information provided and only slightly elevated ions, metal debris related pathology is not likely, but this cannot be confirmed without supporting imaging, and the analysis of the explanted components, the source of the reported clinical reactions cannot be confirmed, and it cannot be concluded that they were associated with a mal-performance of the implant or related to the patient¿s other multiple degenerative joint diseases and arthroplasties of his bilateral knees. Based on the patient¿s reported fall risk due to chronic opioid use, it cannot be ruled out as a contributing factor to the many injuries sustained, and the resulting continued pain post-bilateral tka, as the x-rays indicate no evidence of subsidence, loosening or wear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.